Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. Th sensor was inserted into the arm on (B)(6) 2020. The patient¿s mother stated that the patient had a skin reaction which occurred the day the sensor had been inserted. He had bleeding from the site for 2-3 minutes and developed an infection with pus coming from the insertion site. He had an appointment with his physician and was prescribed unspecified antibiotics. At the time of the report he was still taking the medication, but the area was healing. No additional patient or event information is available.